Event description:
The reporter contacted animas on (B)(4) 2015 alleging a audio tone/vibration (intermittent vibration) issue. The reporter stated that the patient had a blood glucose (bg) of 3.5mmol/l with severe dizziness and unsteadiness when standing and walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged audio tone vibration issue.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/02/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or no related alarms; the pump¿s total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.